Event description:
The customer reported to baxter (B)(4) regarding the 500ml viaflex pvc container in which the overpouch of one bag was opened by the operator and the primary bag had a hole on edge, causing the solution to leak inside the overpouch. The drug inside the bag was cyclophosphamide. There was no patient involvement, adverse event or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. This is a product not distributed in the us and does not have a 510k number.